Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 22-april-2024, it was reported by the patient that the tube was detached at the time of sleeping. Infusion set was placed in the abdomen. Since last two days the infusion set was in use. No further information was available.